Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device did not empty after the expected therapy time of 46 hours. This was observed after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which showed fluid inside the bladder of the device which suggested an under infusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. Should additional relevant information become available, a supplemental report will be submitted.